Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) sent the customer a replacement battery and they installed it (user replaceable). No onsite services performed.

Event description:
It was reported that during a customer training performed by a getinge therapy specialist, it was found that one of the recently purchased cardiosave intra-aortic balloon pump (iabp) batteries was showing "defective" and would not power the iabp. The battery was tested in different locations and showed the same issue (bad battery). There was no patient involvement, and no adverse event reported.